Manufacturer narrative:
(B)(4). The reported device is not available for evaluation and has been discarded. This event is currently under investigation.

Event description:
It was reported that during a filter retrieval procedure with a gunther tulip vena cava filter retrieval set, the shaft of the snare broke inside the snare catheter. It was unknown whether the shaft completely separated or just broke. The device did not appear to be bent when it was received. The physician clamped the catheter distal to the broken portion to successfully complete the procedure. No unintended section of the device remained inside the patient's body. The patient did not experience adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of complaint history, manufacturing instructions, and quality control data was conducted during the investigation. No product was returned to assist the investigation and without the actual complaint device it is difficult to determine exactly where the snare separated/broke, since it was reported that it occurred inside the snare catheter, which is inside the patient. Since the catheter was clamped distal to the broken section and the procedure was completed successfully, it was determined that it broke outside the patient and therefore highly likely that it occurred in the handle. The lot number of the device is not known; accordingly a review of the device history record could not be conducted; however, there is no evidence to suggest that this device was not manufactured according to specifications. No consequences or impact to the patient was reported. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the risk assessment we will continue to monitor for similar complaints and have notified the appropriate personnel of this event.